Manufacturer narrative:
The autopulse li-ion battery [sn (B)(4)] in complaint was returned to zoll on 29 january 2021 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During shift check, the autopulse li-ion battery [sn (B)(4)] was unable to power on multiple autopulse platform. The autopulse platforms powered on with other autopulse li-ion batteries. No patient involvement.

Manufacturer narrative:
The report complaint of the autopulse li-ion battery (sn (B)(6) unable to power on an autopulse platform was confirmed during functional testing. The archive data could not be downloaded, and a review was not performed. The probable root cause for the reported complaint could be due to battery mismanagement and charging practice or electrostatic discharge (esd) or broken/damaged components. No physical damage was observed, and red led light was flashing on incoming inspection. During functional testing, the battery did not power on a known good autopulse platform and failed charging in a known good multi chemistry charger, confirming the customer complaint. The battery archive could not be downloaded. The possible causes for the archive issue could be due to the battery discharged to a very low level voltage and cannot power up its internal components or could be due to the damaged gas gauge which causes communication failure with the internal components that powers up the battery.